Manufacturer narrative:
The user-reported flow rate issue cannot be confirmed. The device had a flow rate accuracy of -1.53%, which is within the +/-5% specification. The device was tested to meet all specifications on 09/07/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00233).

Manufacturer narrative:
The manufacturer is waiting for the arrival of the pump.

Event description:
The user reported that the pump had calibration issue. "Issues were identified at the time of programming, so no patients were injured as they were pulled out of circulation".